Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip causing them to be misaligned. There was a 1.19 mm offset at the tips. The grips were not found to be cracked. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. Additional observations related to customer complaints: the instrument was found to have a dislodged molded insulator at the distal end. No piece was missing. Components adjacent to this dislodged molded insulator do not show damage. The bent grip tip caused the molded insulator to be dislodged. Additional observation not related to customer complaint: the instrument was found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument would not close properly, slips out of hinge. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the only information available was entered in the portal. The instruments have all been returned to intuitive and the questionnaire has been updated for the or staff to complete when these incidents occur.